Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 3 months, oversensing was reported. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by crush approximately 39 cm distal of the is-1 connector pin and damage to the coating of the rope conductor to the ring electrode was noted at just that site. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. During the continuing analysis, a severely deformed inner conductor coil, as result of mechanical overstrain, was detected. The analysis showed that an over-rotation of the screw mechanism without the mandrin being completely retracted should be considered as cause. In summary, there were no indications of material defects or manufacturing errors.